Event description:
A customer reported obtaining biased results when running a potassium quality control fluid. The magnitude of the biased results could have resulted in inappropriate physician action. No biased results were reported by the physician. There was no report of harm as a result of this event.